Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, the home patient (hp) had a system error 2240. The technical service representative (tsr) had the hp cycle power the alarm cleared. The hp would complete therapy manually. Global product surveillance contacted home patient (hp) on (B)(6) 2011. The home patient (hp) was able to complete therapy with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 3 of 4 was confirmed and likely cause is due to use error. Per the complaint information the most likely cause of the se 2240 is due to the patient having a clamp open on an unused supply line. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).